Event description:
It was reported that the event involved a female patient while in the cath lab during insertion. The md attempted to insert the prepped per instruction intra-aortic balloon (iab) through the teflon sheath via left femoral artery and the iab could not advance. As a result, the iab was removed. There was not another iab inserted because the user needed a 30 cc iab, but they were out of stock. Medical intervention was required as the user injected medical solution for treatment instead, which helped with the recovery of the patient's condition. They were unable to finish the iab therapy as planned. There was no report of patient death, complications or injury. No surgical intervention was required. The patient outcome is good. The sample is not returning due to a known blood pathogen. Additional information received on (B)(6) 2012 stated the user used a vasopressor; unable to get information about the exact medical solution used for treatment.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.